Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previously filed report, additional information was received: the chest pain began on 03/24/2016. The patient had an inferiolateral st elevation myocardial infarction. The patient did not collapse and did not pass out with the chest pain. In addition to the balloon angioplasty, the condition was also treated with medication. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the absorb gt1 electronic instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6) study report, patient (B)(6). It was reported that on (B)(6) 2015 the 3.5x18 absorb scaffold was implanted in the proximal left circumflex coronary artery. The patient had chest pain and a myocardial infarction on (B)(6) 2016. Severe neointimal proliferation and thrombus were found in the scaffold. Angiogram and balloon angioplasty were performed. Timi 3 blood flow was established with acceptable results. No additional information was provided.